Event description:
The surgeon was adjusting the skull clamp prior to placement on the pt and the skull clamp broke apart. The pt's head was not in skull clamp when it broke. Additional info was requested and on (B)(4) 2014, the following was received from the customer: on (B)(6) 2014, a pt (age and gender not provided) was to undergo a cervical stimulator procedure. It was reported that the whole 2 pin part with the pivot arm of the device broke off at the base of that 2 pin head. There was no pt injury. There was no radiolucent replacement device that was available to be used so a metal skullclamp was used. There was a 5 to 10 minute delay in surgery to change from the radiolucent to the regular skull clamp. It was noted that it was more difficult to see the films without the radiolucent clamp but the surgeon was able to do the case.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.